Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient activator would not complete the final phase of activation, resulting in the inability to record the patient¿s episodes. The activator was replaced. No patient complications have been reported as a result of this event.